Event description:
It was reported that an ilet bionic pancreas user experienced difficulty pairing a dexcom g7 continuous glucose monitor (cgm) sensor, with repeated pairing failures attributable to entry of an incorrect pairing code, resulting in the device operating in bg run mode and elevated glucose readings. The user experienced a glucose peak value of 369 mg/dl, without associated signs or symptoms. Outcomes included no health consequences or impact, and glucose levels regulated after pairing was corrected. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.